Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the farawave pulsed field ablation catheter was selected for use. After flushing the catheter down both side port and guidewire lumen, the merit inqwire guidewire was flushed and loaded. When deploying the catheter from undeployed to flower configuration, the guidewire would no longer advance or pull back. Attempts were made to undeployed and redeployed a few times while trying to wiggle to wire but the guidewire would not move. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
B5: describe event or problem- updated. H6: device codes - updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the lot number information, but it was unable to be obtained. Therefore, we are unable to provide the lot number and other specific product information. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the farawave pulsed field ablation catheter was selected for use. After flushing the catheter down both side port and guidewire lumen, the merit inqwire guidewire was flushed and loaded. When deploying the catheter from undeployed to flower configuration, the guidewire would no longer advance or pull back. Attempts were made to undeployed and redeployed a few times while trying to wiggle to wire but the guidewire would not move. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that the catheter was never inserted into the patient. The guidewire became stuck in the catheter during preparation when deploying the catheter into the flower configuration. The guidewire would not advance or pull back from the catheter even when changing the deployment state of the catheter.